Event description:
It was reported that a malfunction occurred on the pump, with no notable events prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer planned to use mdi as a backup therapy to ensure insulin delivery was not interrupted, and tandem technical support was to replace the pump.